Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013, alleging the display was dim/faded/discolored. No further information was provided regarding the display screen complaint. It was also alleged that the ok keypad button was unresponsive. No further information was provided regarding he keypad complaint. There was no reported adverse event associated with these complaints. These complaints are being reported because the alleged issues with the display screen and the keypad remained unresolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the text on the display screen was dim/faded and discolored and difficult to read. The contrast setting was set at '7'. Increased the contrast setting to the maximum of '10' with little improvement observed. Replaced faded display with test display and the test screen was fully functional and illuminated with no visible signs of fading or discoloration of text. On examination, there was no visible damage on the keypad. On investigation, there was intermittent responses to button presses on the 'ok','up','down' and 'contrast' buttons. Multiple button presses are required before the 'ok', 'up','down' and 'contrast' buttons engage. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, the battery compartment is cracked at opening of battery chamber and below the finger pad extending down to the primary seal. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. No issue with loss of power. No evidence of moisture damage in battery compartment.